Manufacturer narrative:
The user experienced hypoglycemia requiring emergency medical assistance while using the ilet. This situation is consistent with unintended insulin delivery during the tubing fill process while the infusion set remained connected to the body. Engineering log review was not required to establish causality, as the event description clearly identified a use error consistent with the reported hypoglycemia. Review of available information indicates the user did not follow the device instructions to disconnect from the body prior to filling the tubing, resulting in an unintended insulin bolus. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to follow instructions during cartridge and tubing fill, with the device problem excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 15-jan-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 58 mg/dl after administering insulin during the tubing fill process while still connected to the body. Emergency medical services were called, and the user was treated with oral glucose. No hospitalization was reported.